Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly detached from the catheters shaft. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Only a balloon was received, and the rest of the device was not returned. The balloon appeared to be inverted. A portion of the balloon was cut and attempted to have the outer layer of the balloon stripped to determine what brand of pta balloon was returned. The outer and inner layer of the balloon were both removed, leaving only balloon fibers. Therefore, the balloon was thought to be an atlas gold. Therefore, the investigation is confirmed for the reported balloon detachment, as only a detached balloon was returned. The definitive root cause for the balloon detachment could not be determined based upon available information. It is unknown whether patient or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly detached from the catheters shaft. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly detached from the catheters shaft. There was no reported patient injury.